Event description:
It was reported by the patient¿s hospice nurse that the patient experienced shortness of breath and the patient may need assistance with the life2000 device. It was also reported by the patient that the ball on the flow meter of the patient¿s invacare home oxygen concentrator dropped from 3 lpm to 2 lpm with life2000 use and a regular nasal cannula. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
This supplemental report is a correction to the previously submitted MDR. Following communication from the FDA regarding incorrect/missing UDI numbers, baxter reviewed the subject MDR and determined brand name, product code, and UDI corrections were required to this MDR in alignment with the gudid.

Event description:
It was reported by the patient¿s hospice nurse that the patient experienced shortness of breath and the patient may need assistance with the life2000 device. It was also reported by the patient that the ball on the flow meter of the patient¿s invacare home oxygen concentrator dropped from 3 lpm to 2 lpm with life2000 use and a regular nasal cannula. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
It was reported by the patient¿s hospice nurse that the patient experienced shortness of breath and the patient may need assistance with the life2000 device. It was also reported by the patient that the ball on the flow meter of the patient¿s invacare home oxygen concentrator dropped from 3 lpm to 2 lpm with life2000 use and a regular nasal cannula. The patient is a an 80-year-old female with a medical history of severe copd, chronic respiratory failure with hypoxia, chronic bronchitis, and hypertension. The patient reported on (B)(6) 2023, the home experienced a power outage, the life2000 compressor and invacare oxygen concentrator powered off, and a loud ¿boom¿ was heard but the patient did not know which device the noise came from. On (B)(6) 2023, the invacare oxygen concentrator was swapped, and the patient received a devilbiss oxygen concentrator. After the oxygen concentrator was exchanged, the patient did not observe the ball on the flow meter dropping with use of the life2000 or regular nasal cannula. The patient attempted therapy on the life2000 on (B)(6) 2023 and alleged the device was not functioning like it used to. The patient stated it felt like the air flow was less and her heart rate (hr) reportedly increased to approximately 101 beats per minute (bpm) (baseline hr in the 70¿s) and spo2 dropped to approximately 71% with activity on low settings. No alarms were noted, and the patient¿s hr returned to baseline with rest. The patient stated her hr has been increasing with movement on her nasal cannula and life2000 and she notified her healthcare team. The patient was advised by her healthcare team to request a respiratory trainer to assist. The baxter respiratory clinician advised the patient to hold use of the life2000 and swap to an alternative means of oxygen/ventilation until the trainer assists in home and the equipment is exchanged. Trainer to assess oxygen saturations/setting titrations/hr changes. At the time of this call, the patient was on her regular nasal cannula. On (B)(6) 2023, the respiratory trainer exchanged the life2000 equipment. The trainer did not observe the ball drop on the oxygen concentrator while connected to the life2000 system. The patient tolerated low and medium activities with 3 lpm oxygen bleed in from the oxygen concentrator and spo2 maintained at 98%. On (B)(6) 2023, the baxter respiratory clinician followed up with the patient who reported her hr has improved (88-90s bpm) but is not back to baseline. The patient¿s healthcare team is aware, and the patient has an appointment scheduled. The patient stated her spo2 has been stable and above 90% with life2000 use (per prescribed therapy). It was also reported that the new ventilator has the old-style charger and while it is holding a charge, the port is loose, and the charger easily disconnects. The patient reported the charger disconnected during the night and the ventilator was not fully charged in the morning. No injury was reported. The new style dongle ventilator was requested and will be provided. The patient was advised to swap to an alternative means of oxygen/ventilation at night until the new ventilator is received. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The system is intended for use by qualified, trained personnel under the direction of a physician. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask); assist/control mode of ventilation. The device instruction for use state always have an alternate means of ventilation or oxygen therapy available. The life2000 ventilator and compressor were returned for inspection and set up in an extended range configuration using a known good combo hose and patient circuit. Using an everflo respironics 5 liter oxygen concentrator, 5 liters of oxygen was bled in, and therapies were run at low, medium, and high activity levels. The flow meter on the oxygen concentrator did not drop below the 5 lpm set point and no alarms were observed. The ventilator and compressor functioned as intended. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, although the patient¿s oxygen level was clinically below normal range, the change was temporary, and the patient recovered at home, the event of oxygen desaturation to 71% accompanied by sob and increased hr is considered life-threatening, concluding a serious injury occurred. The ultimate cause of the event is undetermined but likely multifactorial due to the patient's underlying pulmonary pathology. Additionally, the patient alleged the life2000 was not functioning appropriately after a home power outage occurred. The life2000 functioned as intended during inspection by baxter. However, a possible system interaction/malfunction between the life2000 and third-party vendor concentrator leading to oxygen flow from the concentrator falling below the prescribed level occurred. If this system interaction/malfunction were to recur, it is likely to cause or contribute to a serious injury.